Manufacturer narrative:
(B)(4). Method: no product returned. Result code: product met all release criteria. Conclusion code: device not returned. No conclusion can be drawn. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports self tester cut finger while using direct check quality control. Customer was not using the protective sleeve. No report of serious injury, or administration of medical treatment.